Manufacturer narrative:
Testing and investigation found that the device passed testing by responding when pressed; however, the key alignment was off-centered. Further testing found fluid ingress on the bottom of the touchscreen which altered the characteristics of the touchscreen. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device touchscreen did not respond when pressed. The device was returned to the biomedical department with an unsigned note stating, 'the touchscreen does not respond". No info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.